Event description:
It was reported that particulate matter (pm) was observed on the connector of an unspecified quantity of rapidfill connectors. The pm was further described as, ¿small black flakes on connector¿. The pm was observed during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter city -(B)(6). Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from december 15, 2021 - december 16, 2021. H10: the actual devices were not available; however photo of an actual sample was received for evaluation (lot was not documented in the photo). Visual inspection was performed to the photograph which showed black flakes on the photo of the connector. The reported condition was verified on the photograph. The cause of the condition could not be determined. Additionally, seven (7) unopened companion samples were received for evaluation. Visual inspection along with magnification was performed which did not identified any abnormalities that could have contributed to the reported condition; no particulate matter was identified. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3: date received by MFR in the initial MDR was inadvertently submitted as 5/10/2022; this is being corrected to 07/04/2022. Should additional relevant information become available, a supplemental report will be submitted.